Manufacturer narrative:
The device history records were reviewed for the laser; there were no unusual findings related to the reported issue. The fse ran several depth checks in gels and verified the laser was cutting to the proper depths. The fse was unable to duplicate the reported issues. The laser system was within specifications prior to the fse departure. No parts were returned. A root cause could not be determined. (B)(4).

Event description:
A surgeon reported the arcuate incision went through the cornea, and a suture was needed to close the wound. Additional info was requested.